Manufacturer narrative:
A zoll field service technician evaluated the device and reviewed logs from the reported event on (B)(6) 2026. The device initially acquired ECG and impedance signals; however, approximately 3 minutes later the pad signal was lost and the ECG trace was no longer displayed. CPR waveform data remained present, indicating the pads remained attached to the patient. Log review and subsequent testing suggest the customer report was related to the pads or an intermittent accessory connection. The device successfully completed post-event testing, and comprehensive functional testing using the provided mfc and CPR adaptive revealed no abnormalities. No damage or debris was identified on the mfc connector or cable. The event pads were unavailable for evaluation. The device functioned as intended during testing and was returned to service. No fault was found with the device. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.